Event description:
It was reported that the patient received inappropriate therapy for atrial fibrillation with rapid ventricular response. Av nodal ablation has been scheduled. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.